Event description:
The customer reported that during a mastectomy, oozing occurred although an end tone, indicating a completed seal cycle, was heard. Another device was opened to complete the procedure without incident. There was no tissue damage and no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a follow-up report will be submitted.